Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was stated that the customer was not hospitalized but was in the emergency room for a couple of hours. Customer did not mention how they were treated in the emergency room.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical service and were hospitalized for low blood glucose on september 18, 2020 with blood glucose level was 28 mg/dl. Customer experienced symptoms such as loss of consciousness. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed for low blood glucose level. The insulin pump will not be returned for analysis.